Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, product type catheter. (B)(6).

Event description:
It was initially reported last year on (B)(4) 2012 that patient had heard an alarm that started on (B)(6) 2012, a double beep that lasted for a couple seconds; telemetry was not performed at the time. Patient was to be refilled supposedly on (B)(6) 2013; however, did not have a doctor. Patient felt good then and had about 10 days left of medication and was to seek medical attention if necessary. Drug delivered via the pump was sufenta. About three months later on (B)(6) 2012 a change in therapy effect was reported especially acute pain. Patient reportedly had acute pain, neck and lower back, complete body pain; it was hard to get out of bed; body was tired, and he couldn¿t walk. Symptoms started about four months ago as well as the alarm and the alarm was noted to be critical a month ago. Alarm was heard but telemetry was not performed, alarm started 4 months ago and the last month a dual tone started. Patient was at home at the time. As of the date of this report it was stated that the pump was empty and ¿not working.¿ the pump had been empty since october of last year. It was stated that last year patient had tried to find a physician to refill it and it had been alarming for months but patient had not found one and it has not been filled since. Since the pump did not work many things had happened to the patient, he had had fevers, chills, dizziness, faint, and strong headaches. Patient was nervous because the physician told him that he would not fill his pump anymore because he was filling it with sufenta which is an off-label drug. Per reporter last year the physician went to iraq and there was ¿some confusion¿ and patient was left without the medication around (B)(6) 2012 and that's when his symptoms started. ¿no one was going to fill the pump anymore because patient was sick and patient asked to fill the pump with medication that had been approved and no one had done that¿. Patient had been looking for a physician to replace the pump since last year; patient ¿may have meningitis or cephalitis and has problems with inflammation in the brain¿ and wanted to know if he can have the pump replaced. Patient had lists of adverse events stated in manufacturer literature and believed something may have happened to him for using off -label medication. It was stated that something happened to the patient because of the pump and his physician was lying to him. Patient ¿was almost going to kill himself because of all the things that were happening to him.¿ patient¿s doctor says that ¿his problem in his head is due to his arthritis.¿ it was stated that ¿what was left of his life had been ruined and now he was disabled of the brain.¿ it was further added that the physician had indicated to the patient a couple months ago that ¿something might be wrong with his pump, and he was experiencing symptoms of "I feel bad¿, head hurts, face hurts for the last couple months. Patient did not know what might be wrong with the pump. Patient referred to his pump as a "morphine pump¿ but indicated that he did not have morphine in the pump it was "sulfenta." As of (B)(6) 2013, patient had not found a doctor and was still symptomatic. He had headaches, pain on the left side of the head, he couldn¿t think straight and was dizzy; ¿body was broken down and was in a lot of pain.¿ patient thinks that the morphine that he was getting did this to him. Patient wanted to have his pump filled or a new one or have it explanted.